Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest discomfort and palpitations. It was found that the patient had a cardiac tamponade due to a perforation caused by the right atrial (ra) lead. A pericardiocentesis was performed and the entire system was explanted during open heart surgery. No further patient complications have been reported as a result of this event.